Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: bilateral rupture of breast prostheses. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision procedure with mentor memorygel breast implant 700cc gel breast prostheses that both ruptured after implantation. Bilateral rupture was diagnosed by ultrasound and by MRI. In addition, the patient suffered several unexplained systemic symptoms, including feeling ill, fever, and chills. It was also reported that the patient experienced right breast swelling and pain. As a result, the patient underwent bilateral explantation on (B)(6) 2020. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
On 13-apr-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant, breast pain and felt ill, fever and chills. During visual evaluation of the device, siltex cracking was observed on the posterior aspect. A tear measuring 0.2 cm was observed within the siltex cracking. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).